Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cables connecting the distribution node (dn) to the rear therapy electrode (te), the cable connecting ECG "c" and "d", and the cable connecting ECG "a" and ECG "b" were cut, damaging wires in the cables. Additionally the front te cable was cut off. The root cause for cut cables and te was physical abuse. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable .